Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.

Event description:
Post onyx embolization treatment procedure, it was reported that the patient experienced "transient disability for writing" and was resolved. No patient injury reported.